Event description:
It was reported that during a da vinci si partial nephrectomy procedure, the site experienced a non-recoverable system error code 252. The site contacted intuitive surgical for troubleshooting assistance. Review of site's system logs by a technical support engineer (tse) confirmed that system error code 252 occurred and system error code 307 occurred and were associated with the double camera control unit (doco). With the assistance of the tse, the site examined the boom system for power to the doco. The site found that the boom system was plugged in and turned on. The tse also had the site switch the power plugs, however, the issue persisted. The patient was under anesthesia and port site incision had been created when the surgeon made the decision to abort the planned procedure and rescheduled it for a later date. No patient harm or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the non-recoverable system error code 252 and system error code 307 experienced by the site were associated with the double camera control unit (doco). The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected doco. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the initial reporter regarding the reported event. The initial reporter indicated that the da vinci surgical system was docked to the patient when the system error code 252 occurred. The patient's port incisions were closed after abortion of the surgical procedure. The patient was discharged from the hospital on (B)(6) 2013 and the patient has not returned to the hospital due to experiencing any complications. On (B)(6) 2013, the initial reporter reported that there was no injury to the patient as a result of the reported event. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 252 appears when the master supervisory controller does not receive an expected message within a specified time. Upon determining this condition, the safety system puts da vinci si in a non recoverable safe state. The doco was returned to isi for evaluation. Engineering was unable to reproduce the system error codes experienced by the site. The doco installed on an isi in-house pca system showed that the doco passed a running video test, white balance testing and calibration. The doco was also power cycled (B)(4) times and a was set idle for (B)(4) and was found to function within specifications. On (B)(6) 2013, the isi clinical sales representative for the site reported that the surgical procedure was scheduled to be performed on (B)(6) 2013. As of (B)(4) 2013, there have been no reported recurrences of the issue at this hospital.